Event description:
There was a report of a pump malfunction after the user had taken it to the pool, suspecting it might have gotten wet. The customer¿s blood glucose level did not exceed 500 mg/dl; therefore, there was no adverse impact reported. To address the issue, the customer resorted to using multiple daily injections as a backup therapy. Technical support arranged for a replacement pump, and the customer eventually received a new in-warranty pump, making the out-of-warranty loaner pump unnecessary.